Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (2gm, every 5th day, ongoing), fortum injection (1gm, per day, ongoing) and heparin injection (1/2 ml, per bag, ongoing) for peritonitis. Two days after the initial symptom onset, the patient has recovered from turbid fluid. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.